Manufacturer narrative:
Correction to the initial report: the code of recognised device or procedural complication (f15) has been removed from h 6. Health effect - impact code since another health impact code of hospitalization or prolonged hospitalization (f08) was already assigned and submitted on the initial report. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
Patient received an index cardiac ablation on (B)(6) 2023. On (B)(6) 2023, patient experienced pulmonary embolism (ae#1) categorized as severe and serious defined by in patient/ prolonged hospitalization. Relationship to study device (celsius ablation catheter) is possible and relationship to the index study procedure is possible. The adverse event is expected/anticipated. The outcome is not recovered/not resolved. Intervention was medication.

Manufacturer narrative:
A 1. Patient identifier: (B)(6). D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).